Manufacturer narrative:
The impella cp was returned. No thrombus or defects were found with the pump upon inspection. There is no evidence to suggest the thrombus is related to the impella as it was discovered post impella removal. The cause of the patient injury was patient condition and the relation to impella was determined to be unrelated. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The impella cpx was returned and an investigation is currently underway. A supplemental MDR will be filed with the results of the investigation, upon completion.

Event description:
The complainant reported a (B)(6)-year-old (B)(6) male patient had impelled cp pump inserted in the right femoral for myocarditis. It was reported there were no issues during the case, however, when the impelled was explanted it was noted that a thrombus had formed on the impelled side. On (B)(6) 2020, after removal of the impelled, a doppler signal could not be heard from both dorsalis pedis arteries, right after manual compression. Cyanosis suddenly appeared from the waist down. A computed tomography (CT) revealed complete occlusion below the iliac artery, there were no findings of occlusion at admission. A fogarty embolectomy catheter was used to remove a blood clot of 10 cm or more. The thrombectomy caused the patient¿s condition to deteriorate with ck rising from the 60s' to 54000s, chdf was introduced to improve renal function. Pulse therapy was also performed for myocarditis. The physician stated that patient factors may have attributed to the event. However, since the event occurred immediately after removal of impela, it cannot be said that there is no causal relationship with the impelled.